Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was recommended to replace breath delivery (bd) central processing unit cpu) printed circuit board (pcb) and to place a service call for covidien service engineer to flash software. Covidien was not authorized to conduct the repair. Customer stated they will not be repairing the unit. The unit will be placed out of service and replaced with new equipment.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling while in use on a patient. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.